Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 3 samples clotted from the same patient on the same day in the morning. The sample was recollected later in the evening on a different lot and the next day on the same lot, and both of these samples were not clotted. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows the shelf pack label on the product but does not display the customer's indicated failure mode. Additionally, a total of 100 retained samples were visually inspected, and no issues were identified. Complaints for sample quality are under statistical control for the month of march 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: clotting. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 3 samples clotted from the same patient on the same day in the morning. The sample was recollected later in the evening on a different lot and the next day on the same lot, and both of these samples were not clotted. There was no other health impact or consequences reported.